Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding ") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Essure insertion date was reported as (B)(6) 2012. However, the patient went to physician to discuss permanent forms of birth control in (B)(6) 2014 and therefore, (B)(6) 2014 was considered as insertion date. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with essure coils removal on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("device partially expelled int uterine cavity/migration of essure device location of device: uterine cavity/failure to occlude (close) fallopian tube(s)"), pelvic pain ("pelvic pain/pain/pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 50653784,cs0003v) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, hernia repair, gallbladder operation in 2009 and wrist surgery in 2011. Previously administered products included for an unreported indication: depo-provera from 2007 to 2011 and micronor from 2004 to 2006. On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tube) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, abdominal pain lower, device expulsion, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: previously reported essure insertion date was (B)(6) 2014, in the current follow up essure insertion date is (B)(6) 2013, (B)(6) 2013. Essure did not worsen the previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (right tube occluded). Her tubes were not blocked; on (B)(6) 2014: unilateral occlusion (right tube occluded). Her tubes were not blocked. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2018: pfs received. Plaintiff's aka name added, outcome of pelvic pain was updated to resolving, patient's medical history was added. Laboratory data was added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 50653784,cs0003v) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section and hernia repair. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and device expulsion ("device partially expelled int uterine cavity"). The patient was treated with surgery (essure coils removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower and device expulsion outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device expulsion, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Diagnostic results: patient ultrasound shows has 2 coils in one tube and single one on other side with one device partially expelled int uterine cavity plan is salpingectomy and hysteroscopy concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device expulsion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record received, lot number received, event added from medical record:- device partially expelled int uterine cavity incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (essure coils removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.